Manufacturer narrative:
Date sent to the FDA: 6/13/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted meshoma with both previously placed pieces of infected mesh, abdominal wall debridement including skin, subcutaneous tissue, muscle and fascia. He performed a wedge resection of the right lobe of the liver that was involved intimately with epigastric meshoma. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/27/2022. H6: appropriate term / code not available (e2402) utilized to capture meshoma. Additional b5 narrative: it was reported that the patient experienced adhesions, abscess, meshoma, obstruction, hernia recurrence.

Manufacturer narrative:
Date sent to the FDA: 08/21/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.